Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's parent reported via phone call that the insulin pump alarmed button error. It was stated that the customer had the device in her bra and it may have been exposed to sweat. Blood glucose value was 10 mmol/l; treated with manual injection. The insulin pump was replaced and returned for analysis.